Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia beginning after a supply change, with reports of persistently high glucose and no noted cannula bend, and the user uses an inset infusion set with 23-inch tubing and a g7 cgm; troubleshooting and education were provided, including a full supply change, after which glucose levels returned to range. Symptoms included excessive thirst. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing, with glucose returning to within range later the same day. Investigation included telephone-based troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms reported and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.